Event description:
It was reported that patient is declining her referral for battery replacement as she believes vns has caused her seizures to have evolved and changed since her last replacement. Further information was received from the provider that the patient has experienced a change in seizure pattern due to low battery and that intervention has been planned as the patient was referred for a battery replacement. The provider did not provide settings and diagnostics as requested. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received from the provider reporting that the patient does not want intervention and that no device malfunction has occurred. Settings were provided, diagnostics were not. It is assumed diagnostics are within normal limits as the physician reports no device malfunction has occurred. No other relevant information has been received to date.